Event description:
It was reported that the johnson and johnson intraocular lens (iol) was explanted due to a calculation error. No further information was provided.

Manufacturer narrative:
Section b3 date of event: the exact date is unknown. The best estimate is on or before the reporting date (B)(6) 2023. Section d4 catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4 expiration date: unknown as the serial number was not provided. Section d4 unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a, if implanted, give date: unknown, information was requested but not provided. Section d6b, if explanted, give date: unknown, information was requested but not provided. Section e1: telephone number: unknown, information was requested but not provided. Section e1: address, city, state and zip code: unknown, information was requested but not provided. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3-other (81): the device has not been returned for evaluation and the serial number for this device is unknown/not provided. Therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.